Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported that both monitors were not working resulting in a loss of live image. There is no report of patient injury or death.